Manufacturer narrative:
Samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received five closed samples and one open and unused sample with the needle detached from the thread. Tested the needle attachment of the closed samples received and the results fulfil the requirements of the OEM. Final conclusion: although the results of the closed samples received fulfil the specifications of the OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. Our customer is an experienced user. Two threads detached during use (one of them when the product was removed from the original packaging, the other while he was trying to make a knot).